Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2013 that a customer has an issue with a dialysis catheter. The customer states the pt rec'd a pd catheter in (B)(6) 2012. In (B)(6) 2012, the pt had a laparoscopic manipulation of the catheter due to poor flow. In (B)(6) 2013, the pt developed peritonitis. On (B)(6) 2013, the doctor saw a hole in the catheter. The pt tried to repair the catheter themselves and developed peritenonitis. An unk person did another repair.